Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 045) issue: the reporter had set the hyper level for 200 and it "changed on its own" to 40. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: during investigation, the pump settings show a continuous glucose monitor hi alert was set to 200 mg/dl. During testing, the cgm hi limit alert did not change. The lowest possible cgm hi limit alert was 120 mg/dl. The original complaint was unable to be duplicated.